Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had failed even after a reboot. The field service engineer (fse) found that the auxiliary drawer was not detected on the bus. The fse ejected all pockets and disassembled the drawer to clear debris and check for any physical damage or malfunctions. The drawer was then reassembled, and testing was resumed. The fse verified all bus and cable connections and confirmed proper operation of the drawer and pockets. No additional faults were found, and the customer verified the operation with multiple inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had cubie failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.